Event description:
The complainant stated the bed alarm is not working and a pt fell.

Manufacturer narrative:
Hill-rom has contacted the risk mgr at this facility to acquire additional info regarding this event. A f/u report will be sent once the customer discloses their investigation.